Event description:
It was reported that the device became stuck on the guidewire and difficulty removal occurred. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilation for the second time. However, the balloon got stuck with the non-bsc guidewire and it was difficult to retract/remove the balloon. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : fg nc emerge mr, us 3.00mm x 20mm was returned for analysis. Visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No kinks or damage was identified in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. The device could be tracked on a 0.0140" test guidewire without issues.

Event description:
It was reported that the device became stuck on the guidewire and difficulty removal occurred. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilation for the second time. However, the balloon got stuck with the non-bsc guidewire and it was difficult to retract/remove the balloon. The procedure was completed and there were no patient complications reported.